Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system showed a shock impedance increase from 115 to 175 ohms and the impedance was initially at 90 ohms. The health care professional (hcp) performed troubleshooting and no artefacts were reproducible in-clinic and the patient has not gained or lost weight and there was no change in medication or other treatments. Technical services (ts) reviewed the device data and discussed there is a very fluctuant system impedance value and one measurement reached greater than 400 ohms, which is high out of range. In-office troubleshooting recommendations were provided as well as x-rays to evaluate the system integrity. X-rays were performed and ts confirmed the electrode appears to be well inserted and no signs of fracture. Troubleshooting also did not show any abnormal artefacts and ts advised an invasive procedure is necessary to ensure the patient is not at risk of inappropriate therapy due to the massive shock impedance increase. The s-ICD system remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system showed a shock impedance increase from 115 to 175 ohms and the impedance was initially at 90 ohms. The health care professional (hcp) performed troubleshooting and no artefacts were reproducible in-clinic and the patient has not gained or lost weight and there was no change in medication or other treatments. Technical services (ts) reviewed the device data and discussed there is a very fluctuant system impedance value and one measurement reached greater than 400 ohms, which is high out of range. In-office troubleshooting recommendations were provided as well as x-rays to evaluate the system integrity. X-rays were performed and ts confirmed the electrode appears to be well inserted and no signs of fracture. Troubleshooting also did not show any abnormal artefacts and ts advised an invasive procedure is necessary to ensure the patient is not at risk of inappropriate therapy due to the massive shock impedance increase. The s-ICD system remains in service at this time. No adverse patient effects were reported.